Manufacturer narrative:
Reporting address state: na, reporting address postal: na, reporting institution phone: (B)(6), and reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was communicated to philips the device plug test does not work. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the dfm100 indicating that therapy knob position was incorrect. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.